Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was observed to be broken just distal to the 32 cm depth marker. A microscopic observation revealed rounded and polished edges on one side of the fracture surface and the other side of the fracture surface was observed to be flat and granular in texture. These observations were found on both fracture surfaces. The cross-section of the break was observed to be elliptical with a crack/split with rounded edges at one corner of the break site. A kink with a small split at one corner was also observed in the catheter about 1 cm proximal to the break site. The observed features of the break and split in the returned catheter suggest the catheter tubing was damaged due to repeated kinking and flexural fatigue which ultimately resulted in a break due to excessive tensile (pulling) forces. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient underwent an x-ray, during which it was discovered that the PICC had broken 3 cm from the insertion site and the remaining length of approximately 35 cm was detected between the heart and the lung. The patient underwent immediate hemodynamic surgery and the broken PICC was removed. This required the patient to be admitted to hospital, but she has already been discharged today.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.